Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following an implant procedure, after angiography was performed and stitches were being administered, the patient began to cough up small amounts of bloody sputum. A CT angiogram revealed clots but they were unable to locate the source of the bleeding and the patient passed away. It was suspected that the bleeding was likely related to an increased inr of 2.6 at the time of the procedure. The implant procedure was completed successfully with no issues and there were there were no performance issues with any abbott devices alleged by the physician.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown.